Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported charging too often. They were charging every day and the battery depleted every day. This was different than before. The patient had an overdischarge situation that the patient said occurred around 6 months prior to the report, but the rep believed it was longer than that. On (B)(6) 2016, the rep was able to pull the implantable neurostimulator (ins) out of overdischarge. The patient had not been recently reprogrammed, switched to a new group, or had to increase parameters. The patient did have an overdischarge event. The rep stated that she set up a new high definition program for the patient on (B)(6) 2015, but the patient had remained on her current group a. In the past, the patient would charge once a week for a couple of hours. The rep was in a clinician programmer setting with the patient, but was booted out of the session because the ins did not have enough power so she was not able to pull the full recharge statistics. However, the rep did remember that the statistics showed the patient¿s average coupling was 8, average duration was 0.7 hours, and the average interval was every 0.4 days. It was agreed that the ins was charging very quickly. It started essentially at 25-50% and within minutes was at 50-75%. The implantable neurostimulator recharger (insr) statistics showed the ins was indeed depleting quickly. Additional information received from the manufacturer's representative (rep) reported the file was able to be sent to the manufacturer via report link. Observations of the stimulation being off, charging sooner, charging daily and position trend suspect were noted. Adaptive stimulation was enabled. The patient noted she had a non-device related shoulder or hip surgery a while ago resulting in the patient staying in the hospital for a week. The patient stopped charging the device during and after that surgery. There was not an actual charging problem. It was a patient compliance issue. In addition, the patient was tested positive for illegal drugs, so the doctor stopped seeing the patient until she was clean. After that, the patient made a couple of appointments and did not show. Whatever the rep became aware of was on the day of the call. Further troubleshooting information was unknown. No actions or interventions had occurred at this point. The patient may get the ins replaced if she could be compliant with recharging per the doctor. Relevant medical history included spinal pain and failed back surgery syndrome.